Manufacturer narrative:
G4:29jan2021; b4:01feb2021. The remote service engineer provided the customer with the option codes per the customer's request. The customer responded with an email to the service engineer that the v60 options codes were successfully installed, and the cpu resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported primary alarm failure. The customer is reporting the problem was discovered during v60 setup. The customer reported the primary alarm failed, diagnostic code identified and is intermittent. The unit came to the biomedical department about a month ago and the problem was not able to be reproduced. Biomedical has checked both speakers. The manufacturer's remote service technician emailed the customer the v60 service manual and referenced pages for installing teratrm, replacing the cpu (central processing unit) board, and restoring cpu serial number. The customer is not reporting any adverse outcome to patient care or therapy.